Event description:
Pt reported that they saw insulin in the device's insulin cartridge chamber, but no error message had been generated by the device. Pt then checked their blood glucose, and it was 382 mg/dl. Pt self-treated high blood glucose by delivering a 12-unit insulin bolus.